Manufacturer narrative:
A certain driver tip ¿ short was returned. Visual inspection of the as received product identified signs of wear damages around the shaft and the hex. There translucent o-ring at the tip of the driver was missing. There were pitting around the shaft and the color stripe was stripped. The subject driver tip did not firmly engage into the test implant during functional testing. The driver tip was loose and kept slipping out of the implant hex. The complaint was confirmed for damaged drive feature, as the driver tip was missing an o-ring and did not firmly engage into the implant as intended during functional testing. There were signs of wear damages around the driver hex. The driver tip did not experience any difficulty disengaging from the test implant. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. (B)(4).

Event description:
It was reported that during clinical procedure, driver did not assemble and release with implant correctly. The surgery was completed by using other drivers.